Event description:
The pt rec'd her scs system on (B)(6) 2007. It was reported that she was experiencing discomfort and would undergo a surgical revision on (B)(6) 2010 to have her ipg repositioned. F/u found that the revision procedure did not take place as intended and has yet to be rescheduled. The serial number for the pt's ipg is unk.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.